Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced two bent cannulas, which led to leakage at the site event on (B)(6) 2026. Due to the event, patient experienced high blood glucose level measuring 300 mg/dl.